Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten vial-mate adapters were leaking. The customer reported that the possible cause of the leaks was poor technique while using the device. It was reported that users are, ¿jamming them together too hard and sticking it through side of the piggy back instead of the back end of the connection vial¿. The customer requested to be retrained on the correct technique. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.